Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, the patient presented with shortness of breath and the mr was noted to be increased to 4. It was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second procedure was performed for treatment. One additional clip was implanted to stabilize the slda, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this case. The reported patient effect of recurrent mitral regurgitation (mr) was due to the slda and shortness of breath appears to be a cascading effect of the mr. The reported patient effect of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.